Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05467. The pt has leads for off-label use. It was reported the pt experiences pain in his neck when stimulation is on. X-rays were taken and revealed one of the pt's leads (placed in the occipital area) has migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.